Event description:
It was reported that during the procedure, the operator advanced the subject stent within the microcatheter. However, strong resistance was encountered in the distal of the microcatheter and the subject stent was difficult to be advanced. The operator continued to advance the subject stent to the target site but it got prematurely deployed inside of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that strong resistance was encountered in the distal shaft and the stent was difficult to be guided into the vessel. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter'.

Event description:
It was reported that during the procedure, the operator advanced the subject stent within the microcatheter. However, strong resistance was encountered in the distal of the microcatheter and the subject stent was difficult to be advanced. The operator continued to advance the subject stent to the target site but it got prematurely deployed inside of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.